Manufacturer narrative:
(B)(6). (B)(4). The device was not returned as it was reportedly disposed by the customer; however, based on the photos received from the customer, the ligator head attached to the working channel of the scope; all bands were present in the ligator head with some bands moved out of their position and one band was caught under the other bands. This also indicates that the handle was rotated but the bands failed to deploy. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure,the bands were tangled with each other with some bands were moved out of their position, and the device was secured to the scope. It was noted that there was difficulty when setting up the device, and the procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.